Event description:
It was reported that a patient underwent an l4-s1 matrix tpal procedure. The procedure was performed as a mini open wiltse approach. The surgeon performed the tlif portion first and then followed with pedicle screws. The tlif at l4-l5 went well with insertion of a 16 mm tpal spacer. During impaction of the 15 mm tpal spacer at the l5-s1 level, the spacer broke nearly in half where the central lumen resides. Either during retrieval of the broken pieces or when the implant broke, patient experienced a dura tear. The surgeon performed a midline incision to repair the dura tear and was able to place another implant which extended the case 2-3 hours. The surgeon continues to monitor patient. Upon placement of the second tpal spacer, the spacer would not release from the tpal spacer applicator inner shaft. Surgeon used two different applicators and experienced the same issue. Surgeon disassembled the instruments and was able to wiggle the spacer from the applicator for release. A larger spacer was used to complete the procedure. Spacer was discarded by the hospital. This is report 3 of 3 for (B)(4).

Event description:
This is report 4 of 4 for file (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The manufacturing documents were reviewed and no complaint related issues were found. The product evaluation visual inspection revealed that the returned part is marked with an e since it is part of evals. One claw is visibly bent and has gouges on the cylindrical section of the claw. The exact cause of the complaint cannot be determined since the implants were not returned. Therefore, the disposition of this complaint is indeterminate. The EU technique guide recommends moving the device laterally if the implant has difficulty detaching. The us technique guide will be updated to include a recommendation if there is difficulty removing the implant.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. No implant date as device is an instrument (was not implanted). Corrected evaluation: the device was returned for a manufacturing evaluation. The returned part was marked with an e since it is part of evals. Both claw arms were visibly bent. If excessive rotation of the claw occurred, it might be possible for bending to occur. The exact cause of the complaint cannot be determined since the implants were not returned. Therefore, the disposition of this complaint is indeterminate. The EU technique guide recommends moving the device laterally if the implant has difficulty detaching. Original awareness date is (B)(4) 2012. Placeholder.

Manufacturer narrative:
(B)(4)